Event description:
Additional information was received that rv lead was explanted due to dislodgement as a result of the patient's anatomy and tissue in the helix. During the revision, they were unable to find stable positioning with two other attempted rv leads due to tricuspid regurgitation, large right atrium, and torturous insertion sight. A new rv lead was not implanted, and instead the chronic pacing lead was attached to a new cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to unknown product performance issue only about a week after being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the dislodgement.